Manufacturer narrative:
Part 03.130.010, lot h701936: manufacturing date: july 01, 2019. Manufacturing location: (B)(4). This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. A photo investigation was completed: the complaint device was not received for investigation. A photo investigation was performed based on the provided photos. Reviewing the evidence provided the reported event can be confirmed. After review of the photo provided it can be visually detected that the bit is bent and broken from the tip. Broken portion is not shown on pictures. No other defects were detected on device. A definite assignable root cause could not be determined based on the provided information. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection that would contribute to this complaint condition. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported on (B)(6) 2021, the 42mm screwdriver arrived with a split point. The 50mm screwdriver had a bent tip and marks as if it had been tightened with pliers. In addition, it did not hold the screws and it ended up breaking during the left-hand phalanx osteosynthesis. The procedure was completed successfully with no delay and no additional intervention needed. This report is for a screwdriver. This is report 2 of 2 for (B)(4).